Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator delivered high voltage therapy for atrial fibrillation with rapid ventricular response. No further information was available.

Event description:
Additional information received noted no programming changes were made. No adverse consequences to the patient were reported aside from the inappropriate therapy.